Event description:
It was reported that the programmer was not connecting to the application. Further noted was that working cables and jacks from other programmers were used, but the programmer still did not connect. Also reported was that this was occuring during the use with a patient. Technical services provided assistance in resolving the issue by directing the client to run the service diskette to see if the programmer can then connect. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.